Manufacturer narrative:
The customer reported problem was confirmed a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer receives device (s/n (B)(4)), indicating the battery not charging. Failure device type: failure problem type: failure mode: case resolution: customer identifies system error 120.4610 on 8015 (s/n (B)(4)). Customer mentions the battery pack not charging sufficiently. Customer review error code in the error log of 8015 device. Explained error code and probable cause to produce the error. Informed customer the diagnostic task used in system maintenance, to assist with troubleshooting. Maintenance. In the battery status task, the device current status displayed in red, indicating problematic fault. Customer to repair/replace the ¿p power supply board to resolve issue. Suggested to customer to send for service level 1 repair. Transfer customer to our service coordinator to assist with RMA. End call. Ref: (B)(4).